Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided lot number 2006183 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. The sample was examined and leakage was observed through the plunger rod. Through magnified inspection, damage was observed to the plunger rod component. This type of damage can result from the handling of the product through the manufacturing process or during the assembly process. An internal corrective and preventive action process has been initiated to prevent this type of issue from occurring.

Event description:
It was reported that liquid leaked past the bd discardit¿ ii syringe stopper. The following information was provided by the initial reporter, translated from french to english: "the liquid which was being prepared leaked past stopper. Clinical consequence: risk for the healthcare professional to have product on their hands."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that liquid leaked past the bd discardit¿ ii syringe stopper. The following information was provided by the initial reporter, translated from (B)(6) to english: "the liquid which was being prepared leaked past stopper. Clinical consequence: risk for the healthcare professional to have product on their hands."